Event description:
It was reported that the balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified venous anastomosis site of the left ear. A symmetry balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 8 atmospheres for 2 minutes. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.